Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A field service engineer was dispatched to the site and the endoscope controller was replaced to resolve error 48221. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such,

Event description:
It was reported that after a da vinci-assisted surgical procedure, error 48221 occurred repeatedly and could not be cleared by replacing the endoscope. The procedure was completed with no reported injury.